Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone jaw boot of the hemopro 2 came loose. Nothing fell into the pt. Two add'l devices failed to power off. It was reported that the user forgot to engage the shut off mechanism. The cord and generator were switched out and a replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question. Please refer to MFR reports # 2242352-2013-00452 and 01312 for the related reports.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the returned of the devices. A supplemental report will be submitted if the devices are rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. An in-service has been completed in order to assist in the prevention of this issue. (B)(4).